Manufacturer narrative:
(B)(4). Pump received with cracked battery tube thread, missing reservoir tube lip o-ring, broken reservoir tube lip. And minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
The customer reported via phone call that their insulin pump was damaged where the reservoir goes in. The customer¿s blood glucose level was not provided at the time of the incident. Customer stated there were cracks and broken off pieces at the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.